Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was "high" although specific value not provided. Reportedly, the customer had high ketones. Customer addressed bg level via correction bolus via pump and injections. The customer continued to use the pump for insulin therapy.